Event description:
The pt was revised because of poly wear of the insert, and loosening of the tibial tray.

Manufacturer narrative:
The products were not retuned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear and device loosening based on the lack of the products to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.